Event description:
It was reported that balloon ruptured occurred. A 15mm 1.50 maverick balloon catheter was selected and advanced to the unspecified target vessel. However, upon the 1st inflation at 8 atmospheres, the balloon ruptured. The balloon was then removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).